Event description:
After insertion, leakage was found and catheter had to be removed. Chemotherapy drugs leaked from the catheter.

Manufacturer narrative:
Additional info has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)